Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. It was found that temperatures on patient side were slightly drifting. The ac mains board was replaced as precaution. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t not warming on the patient side during service. There was no report of patient injury.

Manufacturer narrative:
H.10: the most likely root cause of the reported event was a temporary loose connection issue on the ac mains board.

Event description:
See initial report.